Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer was hospitalized on (B)(6) 2014 at 5:00 p.m. Due to hypoglycemia. Customer's blood glucose was 40 mg/dl. Customer was treated with insulin drip by emergency medical technician. No further information provided.